Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/13/2025, the caregiver reported that when the ilet was placed on the charger, it beeped as if charging and the screen became hot, but the battery did not recharge. The issue began the prior day. A replacement charger was arranged, with replacement of the ilet if the problem persisted. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.